Event description:
As reported by the customer, "the equipment was not displaying any endocamera image on any monitor during a surgery." The customer used a portable monitor to finish the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Patient information is pending. Attempts will be made to collect this information. Once received, it will be submitted in a supplemental report. There was no adverse consequence to the patient as a result of this malfunction. Device manufactured date will be submitted in a supplemental report.